Manufacturer narrative:
Upon qc investigation it was damage was observed due to heat damage to the back case and bottom dropout, it appears the customer tried to charge the meter in the cradle. (B)(4). Device was evaluated, not operational (dead). Root cause as noted in complaint: defective component (open) coil l2.

Event description:
Customer called stating their meter is not turning on, customer stated they replaced the batter two weeks ago with a new (B)(6) dl2032 3v battery from their local pharmacy.